Event description:
It was reported that the patient's ipg was rendered inoperable following an unrelated leg surgery. It was unable to be confirmed if the patient's ipg was placed into surgery mode during the mentioned procedure. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient's ipg was inoperable following an unrelated leg surgery was reported to abbott. It was unable to be confirmed if the patient's ipg was placed into surgery mode during the mentioned procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.